Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism failure to fire and properly insert the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot me all acceptance criteria.

Event description:
The customer reported that the cannula was kinked and that the pink slide insert was not visible in the viewing window.